Manufacturer narrative:
Added the information about aorto-bronchial fistula.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis. The patient's aortic aneurismal diameter was 78mm pre procedure. The physician performed an axillo-axillary bypass before implanting a stent graft. A non-gore stent graft was then implanted proximally and a stent graft (tg4015/06490760) was deployed distally. An estimated amount of blood loss during the procedure was 4900ml. An endoleak and any other adverse events did not occur to the patient post procedure. On (B)(6) 2010, a follow-up imaging revealed an aneurismal enlargement to 81mm and a type I endoleak. The physician did not perform any reintervention and decided to take a wait-and-watch approach to the endoleak. On (B)(6) 2010, the patient expired due to the aneurysm rupture.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis. The patient's aortic aneurismal diameter was 78mm pre procedure. The physician performed an axillo-axillary bypass before implanting a stent graft. A non-gore stent graft was then implanted proximally and a gore stent graft (tg4015/06490760) was deployed distally. An estimated amount of blood loss during the procedure was 4900ml. Endoleak or any other adverse events did not occur to the patient post procedure. On (B)(6) 2010, a follow-up imaging revealed an aneurismal enlargement to 81mm and a proximal type I endoleak to the non-gore device. The physician did not perform any reintervention at that time and decided to take a wait-and-watch approach to the endoleak. On (B)(6) 2010, the patient coughed up blood, and the physician suspected that the patient had developed an aorto-bronchial fistula. Transfusion and vasoactive drugs were given to the patient to treat the aorto-bronchial fistula. On (B)(6) 2010, the patient expired due to continuous bleeding caused by the aorto-bronchial fistula. Per the physician, the patient's vessel diameter was larger than the one which can be treated by endovascular procedure so that the reintervention could not be performed. Also, the patient had received hemodialysis prior to the initial procedure, and his health condition was not good enough to receive any surgical treatment. Moreover, the patient's family as well as the patient himself did not want to receive reinternvention. Per the report, the patient did not have infection prior to the aorto-bronchial fistula.